Event description:
According to the available information the device was explanted and replaced due to the patient complaining of pain.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.